Manufacturer narrative:
Upon receipt of additional information it has been determined that the device is investigated on medwatch#: 0001822565-2018-01199. This medwatch is a duplicate and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that three tibial articular surface provisionals were fractured.